Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) changeout, the device experienced electromagnetic interference due to cautery and the patient experienced asystole. It was recommended by technical services to program lead monitor off prior to generator change. The device was successfully changed out. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.